Event description:
Facility reported that machine stopped. No audio alarm. System did not restart after on/off action of the main switch. System did not restart suddenly in dialysis while nurse was disconnecting the pt. This is a preliminary report. Add'l pt and machine info requested. Injury was reported but type of injury unknown.